Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, an 840 ventilator display when off and on, touch panel was intermittently. Patient involvement is unknown. The evaluation and repair of the device has not been completed.

Event description:
It was reported that an 840 ventilator's display went on and off and the touchscreen was intermittently working. The ventilator was not in use on a patient at the time of the reported event. A service engineer (se) inspected the device and confirmed the reported condition. To address the issue, the se replaced the touchscreen printed circuit board (pcb). The unit passed all testing and operates within the manufacturing specifications.